Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isii) followed up with the initial reporter and obtained the following additional information: during spd the instrument was found with frayed cables, not during the procedure. There was no patient harm/involvement reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.